Event description:
IV safety slide clamp (the one that engages automatically when the tubing is pulled out) did not engage and the medication flowed into the pt. The clamps and tubing were not saved in the first incident, but were for the other two incidents. CABG x3, serial number for pcu and pump module involved: pcu serial #(B)(4), pump module serial #(B)(4). Event #3: low sorbing. Order to discontinue insulin infusion. IV pump was off, low sorbing tubing was disconnected from pt (infusing into u), pump door was opened in usual fashion, and tubing was removed. IV clamp did not automatically close when removed from pump, allowing for free flow. Writer closed roller clamp, sequestered both tubing and pump for inspection. No add'l insulin reached the pt. We will send to MFR for investigation. Aortic valve replacement. Also see mw5056820 and mw5056821.